Manufacturer narrative:
(B)(4) date sent: 9/29/2016. Batch #unk.

Event description:
It was reported that during a gynecologic unknown procedure, the jaw was broken off. The broken tip was retrieved. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.